Event description:
It was reported that pump displayed cartridge alarm 30 while customer was using insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through loading new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved; no additional information was received regarding any further outcome of event.